Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports low audio volume and shows no response to stimulation during in situ testing. No trauma was reported. "Further" medical intervention is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reports low audio volume and shows no response to stimulation during in situ testing. The user is to be re-implanted but a date for surgery has not yet been made available.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user reports low audio volume and shows no response to stimulation during in situ testing. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on the received information, damage to the active electrode likely caused by minute device mobility is suspected. However as the device was received incomplete an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user reports low audio volume and shows no response to stimulation during in situ testing. The user was re-implanted.